Event description:
Covidien received info stating that an ht70 ventilator experienced an "internal temperature" alarm twice during pt use. During a f/u with the on-site biomedical engineer, it was found the first occurrence occurred when the pt was transferred from the long term care facility to the doctor's office for an exam. The alarm was cleared and the pt was transported back to the long term care facility. The biomedical engineer stated the second alarm occurred the same day after the pt's arrival from the doctors visit. The pt was then removed from the device and placed on an alternate ventilator. There was no pt harm reported.

Manufacturer narrative:
The on-site biomedical engineer reported evaluating the device on a test lung and duplicating the reported issue. The device was returned to the manufacturer for further failure analysis. Aas add'l info is obtained, a supplemental report will be generated. (B)(4).

Manufacturer narrative:
The ventilator was returned to the manufacturer for investigation. The ventilator would not start after two attempts and generated an alarm each time. The customer's reported internal temperature alarm was not duplicated, however. Inspection of the interior of the ventilator revealed that one tube had been displaced by the routing of another tube. The displaced tube was reconnected, and the device then passed all testing and was observed to operate according to manufacturing specifications. (B)(4).